Event description:
Pt had a severely ischemic right forefoot with tissue loss due to an occluded anterior tibial artery - which was successfully crossed and angioplastied - resulting in continuous flow out of her popliteal through anterior tibial to right foot. At end of the procedure, standard 6 french sheath was placed in left common femoral artery and sutured in place; the pt became hypotensive and was transferred to ICU; the pt coded (B)(6) 2012 and expired on (B)(6) 2012. Cause of death is suspected retroperitoneal bleed from the femoral sheath that had become dislodged; pt's hgb 13.0 on admit and dropped to 8.8 on (B)(6) 2012; when the groin sheath were assessed, the sheath was out, the tip was kinked. The pt had a very large lipid "apron".